Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the unit does not provide volume. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported issue could not be reproduced. No other anomaly was detected during corrective maintenance. The system meets the specification for the performed service and is returned to use.